Manufacturer narrative:
Concomitant medical products: product ID: 8870, serial#: unknown, product type: software. Other relevant device(s) are: product ID: 8870, serial/lot#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was programmed to receiving intrathecal morphine 20,0 mcg/ml with flex dosing with a basal rate of 3,003 mcg/hour with an additional 0,200 mcg/hour from 18:00 to 01:30 via an implantable pump. The indication for use was not reported. It was reported that four days after pump replacement, the patient felt more pain. On (B)(6) 2019, the pump indicated that 15 ml of morphine were left. The physician updated the pump with new parameters but ¿did not update the refill date¿. The pump alarm (empty pump) was activated on (B)(6) 2019. The pump ¿was not emptied¿ until (B)(6) 2019, and the patient did not experience ¿symptoms level changes¿. It was further clarified that there was a mistake in the programming; logs confirmed the hcp intended to program morphine 20,0 mg/ml at a simple continuous dose of 2,966 mg/day with patient activated dosing (of 0,300 mg xx day for a possible total dose of 5,954 mg/day) but instead programmed morphine 20,0 mcg/ml with flex dosing with a basal rate of 3 ,003 mcg/hour with an additional 0,200 mcg/hour from 18:00 to 01:30 monday-sunday for a total daily dose of 67,864 mcg/day. There were no applicable environmental, external or patient factors reported that might have led or contributed to the event. Going forward, the pump would be emptied to check if there was still morphine in it, and radiography of the catheter would be performed. No additional actions/interventions were planned. Surgical intervention did not occur and was not planned. It was later reported that as of (B)(6) 2019, everything was correct, and the patient was fine. The patient's status was alive, no injury. Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable. No further complications were reported.